Event description:
On (B)(6) 2011, pt reported he noticed his blood glucose readings were higher than normal today around 3:00 pm. Pt stated his readings were at 445 mg/dl, he bolused 25.0 units of insulin at 3:15 pm and waited and then at 3:18 pm he tested and then bolused 14.0 units of insulin. Pt reported at 5:14 pm, he bolused another 25.0 units of insulin and his blood glucose readings remained elevated at 449 mg/dl. Pt stated he feels his infusion device is not delivering insulin correctly so he switched to his backup infusion device and bolused with it. Pt reported his blood glucose readings have come down to 324 mg/dl since being on the backup infusion device. Pt stated he switched all of the accessories from his primary infusion device; including the infusion adapter, infusion set tubing, infusion site and insulin cartridge to his backup infusion device. Pt reported he feels the primary infusion device is not working correctly. Pt's normal blood glucose range is around 130-200 mg/dl. Pt stated no outside medical attention was necessary. Pt reported the infusion device did not give any error messages. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device, insulin cartridge, infusion adapter, infusion set tubing and battery for eval.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer.